Manufacturer narrative:
(B)(4).

Event description:
It was reported that high thresholds and increased pacing lead impedance were observed. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information received notes that only pace/sense portion of the lead was capped. The patient tolerated the procedure well and will be followed normally.